Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occured. In (B)(6) 2014, the patient presented with acute coronary syndrome and a 2.50x12mm promus premier¿ stent was implanted in the mid to distal left anterior descending (lad) artery. In (B)(6) 2014, the patient was presented with a three day history of chest pain associated with shortness of breath and mild dyspnea. The patient was diagnosed with unstable angina and patient was hospitalized on the same day. At the time of event, the patient was on aspirin and prasugrel. The study drug was last taken in (B)(6) 2012. On the following day, coronary angiography revealed a 70-80% isr at the proximal edge of the 2.50 x 12 mm promus premier¿ stent in mid lad. The lesion was then treated with placement of a 2.50 x 9 mm non-bsc drug eluting stent. Following post dilatation, residual was 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.